Manufacturer narrative:
(B)(4). Batch # p92681. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: surgeon has been in-serviced in detail on the steps to return knife blade and open device, should this occur in the future.

Event description:
It was reported that during a lobectomy procedure that the surgeon was firing psee60a with white reload on pulmonary artery. It was about the 4th firing of the stapler that case. The stapler fired and then the surgeon couldn't open the stapler. Surgeon did not try reverse button. Surgeon went straight to opening manual release on top of stapler and pulled manual release. He did not pull multiple times, just once. Stapler still did not open. Surgeon was able to gently release proximal side of vessel from stapler; staple line was intact and no bleeding. Surgeon had to pull stapler off distal side of vessel and vessel immediately started bleeding. Procedure was already open (not minimally invasive), so surgeon was able to quickly get to the bleeding distal side of pa and sew the vessel to stop bleeding. A new stapler of the exact same kind was opened to complete the case, without further issues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p56c0n. Device analysis the analysis found that one psee60a device was returned with no apparent damage and with one gts60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.